Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin I stat immunoassay (tni stat) on an e411 analyzer. The sample initially resulted as 0.221 ng/ml and this value was reported outside of the laboratory. Two hours later, another sample was collected from the patient and tested for tni stat, resulting as < 0.1 ng/ml. The customer then repeated the original sample and the repeat result was < 0.1 ng/ml. The patient was not adversely affected. The tni stat reagent lot number was 188615. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
It was confirmed that the patient samples were tested on (B)(6) 2016.

Manufacturer narrative:
The field service engineer replaced the pinch tubing and cleaned the wash tower. He cleaned probes, the mixer, and the incubator. He cleaned the gripper fingers and procell/cleancell unit. He ran a fluidic system prime and a measuring cell preparation. Controls were run and these were ok. A specific root cause could not be determined based on the information provided. Additional information required for the investigation was requested, but not provided. An issue with pre-analytic sample handling could not be excluded. It was determined that centrifugation time was too short and the g-force was too high. Control recovery was found to be within specified limits.